Event description:
It was initially reported to boston scientific corporation that a rapid exchange biliary stent system was used during en endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age unknown, but over 18 years). According to the complainant, prior to inserting the device in the scope, the guidewire would not come out of the side port of the stent delivery system. The procedure was completed with another rapid exchange biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as okay. This event has been deemed a reportable event based on the investigation results; guide/pull wire bent and stent damage.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. A visual examination of the returned device found the guide catheter was broken and also bent close to the suture and the stent attachment. The distal remnant of the catheter was severely damaged with several bends, kinks an stretched. The tip of the distal remnant was smashed. Following the device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the guidewire was unable to slide through. The bends on the guide catheter were most likely caused the resistance felt in the attempt to backload the device. Bends on the guidewire, guide catheter, or push catheters are usually caused by the handling of the device. The guide catheter and the guidewire was mot likely bent at the same time during use. Based on the physical defects found on the device, the most probable root cause for this complaint is handling damage. (B)(4).